Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.

Event description:
It was reported that the insufflator unit would not hold pressure. It was further reported that the pressure on the unit fluctuated.